Event description:
It was reported that a home patient (hp) reused a cassette after receiving an unrelated alarm. The hp stated that they disconnected themselves while asleep and then woke up. The hp reconnected themselves and started prime.the hp did not use new supplies to resume therapy. The tsr advised the hp to aseptically disconnect and start over with new supplies. This event did not involve a patient injury or an adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.